Event description:
It was reported that the customer received two motor error alarms. The customer's blood glucose was 95 mg/dl. The customer stated that they were in the middle of bolusing when the alarm occurred both times. The customer stated that nothing significant happened leading to the alarm. Explained that a false motor error alarm may have been caused by viewing the sensor glucose graph while the insulin pump was delivering a bolus. The customer was able to complete the rewind sequence. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).